Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor and vibrator motor during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that there was water inside the screen and under the battery compartment. The customer reported that the insulin pump was dropped into the water. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.